Event description:
Pt receiving high dose etoposide infusion over 6 hours. With approx 10-20 mo remaining in bag, pt and bedding noted to be wet. Upon close inspection of tubing, leak noted from filter.